Event description:
It was reported that the rover power plug sparked when removed from the wall outlet. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The rover was evaluated by a field service technician who was unable to duplicate the sparking complaint. Based on the results of the device evaluation, the unit performed according to all specifications.